Manufacturer narrative:
There was no button error alarm. However, the unit was received with an intermittent button response due to a corroded keypad. The unit was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level ranged from 115 to 299 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.